Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, the use of excessive force by the customer caused the detachment of the eyepiece. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported issue was confirmed. The device evaluation found that the eye piece was detached from the scope. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus, the eyepiece detached from telescope when it was checked. The issue was found during a therapeutic transurethral resection of the prostate procedure. The procedure was completed with the same device. No delay was reported. There were no reports of patient harm.